Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings and received change sensor alarm and calibration alarms. The customer's blood glucose was 115 mg/dl at the time of incident. The customer's blood glucose was 214 mg/dl and sensor glucose was 53 mg/dl at the time when it triggered threshold suspend. The customer stated that they received a bad sensor alarm after the second calibration error alarm. The customer stated that the sensor was already discarded and changed the sensor. The sensor will not be returned for analysis.